Event description:
It was reported, during the surgical procedure, it was not possible to insert the lead into the header block of the ins. Troubleshooting was being considered. The decision was made to not implant the ins and replacement ins was used.

Manufacturer narrative:
(B)(4). The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.